Event description:
It was reported that the patient received an inappropriate shock. A lead integrity alert (lia) triggered due to oversensing and non-sustained ventricular tachycardia (vt) episodes. A possible fracture was suspected and the lead was extracted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.